Event description:
The tech reported the brake is not holding when the brake is engaged. No pt injury reported.

Manufacturer narrative:
The tech found the brake caster moves side to side when the brake is engaged. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.